Manufacturer narrative:
The crep2 reagent lot number was 847776 with an expiration date of 01-sep-2025. The field service engineer (fse) adjusted the sample and reagent probes, the water pressure, the pipette wash volume, and the volumes of the wash units. Calibration and qc were acceptable. The service actions resolved the issue. As the fse made multiple adjustments, the specific root cause could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. The initial result was 168 umol/l. The customer repeated the sample as the initial result did not correspond to the patient¿s clinical history. The repeat result was 70 umol/l. This result was believed to be correct.